Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 240 (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device be received back at some point in the future, this file will be reopened at that time and an evaluation will be performed and documented. UDI: (B)(4). Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The device was sold to (B)(4) (distributor) that sold it to "(B)(6)". They claim that the device has manufacture defect. The following additional information was received via e-mail from affiliate on (B)(6) 2015: what is the problem with the device? Please provide details to assist in the evaluation of the device: after assembling the kits, when filling the chamber the pump didn't make the filling and made an alarm: low pressure. Was this an out-of-box (first time) failure? - yes. Was it used in a procedure? No, was replaced. What type of procedure? Arthroscopy. Was the procedure delayed/extended more than 30 mins. Due to the failed device? Yes, until problem has been detected and replacement has been made. What did the surgeon do to complete the procedure? Used a new kit.